Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused or had non-infusion. This occurred during infusion with oxytocin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: g3: date received by MFR should be 02/25/2025 and not 02/28/2025 which was initially reported. Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The event history log was reviewed for the event date provided and shows a pitocin (oxytocin) infusion that ran at a rate of 999 units/min with a volume to be infused of 400ml. The infusion ran to completion with no excessive alarms or systems error. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.